Event description:
It was reported that a user scanned a freestyle libre 3 plus sensor with a non-ilet application, after which the ilet mobile app indicated the sensor was incompatible and the system did not receive glucose readings. Symptoms included no glucose data available to the ilet system. Outcomes included the need to start a new sensor through the ilet app to restore glucose data for automated insulin dosing. Investigation included technical troubleshooting and user education by customer support. Investigation of this case revealed that the initial sensor was activated on a different application, rendering it unusable with the ilet app, and subsequent attempts to use a new sensor were interrupted by app access issues that required app reinstallation. It was concluded that the event was due to use error related to starting the sensor on an incompatible application, and resolution required initiating a new sensor within the ilet app after proper app setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.